Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to, the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Upon receipt by mentor, the device was received without fluid and could not be weighed. White & brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team observed a rent measuring approximately 0.1 cm on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. A manufacturing record evaluation (mre) was performed for the finished device number 263576, and no non-conformances related to the reported complaint condition were identified. This report contains supplemental information for mentor asr/psr reference number 1-107nxtx. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced right sided deflation post procedure. As a result, the device was replaced with another mentor smooth round moderate profile 275cc saline prosthesis. Mentor is aware that the manufactured date being reported occurs after the implant date. However, mentor is reporting the information that was provided. If additional clarification is gained in the future, then a supplemental report will be submitted. This report contains supplemental information for mentor asr/psr reference number 1-107nxtx.